Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call the insulin pump had a software error and the motor arm cannot communicate with the main arm. The customer blood glucose level was unknown at the time of the incident. The customer¿s mother reported the errors and a crack on the middle button. The customer did not troubleshoot the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was not received in manufacture mode. Unit passed self-test and displacement test. Pump errors found in the insulin pump history (line number = 3294 and file number = 26) due to software error (tt=2252). Unit was received with cracked select button keypad overlay, pillowing keypad overlay and minor scratches on lcd window.